Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The customer stated that replacing the touchscreen on the unit resolved the reported issue.

Event description:
The customer contacted philips technical support (ts) stating that unit touch screen was unresponsive. The customer reported there was no patient involvement. The event date was not specified; estimate used.